Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. No product or data was provided for evaluation. Confirmation of the reported allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.